Event description:
Philips received a complaint by the mechanical engineer (me) on the v60 indicating that there is an error code 1104 backup alarm failure message. The device continued to operate during this issue. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No further medical intervention provided to the patient, nor a delay was noted. The investigation is ongoing.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The removed cpu system pca was returned to the product investigation lab (pil) for analysis. The pil technician installed the returned cpu pca into a product investigation lab ventilator to attempt replication of the reported issue. This investigation relates to the reported complaint of ec 1104 ¿ check vent: backup alarm failed. A review of the service log confirmed the presence of the e1104 backup alarm failure event; however, during laboratory evaluation, the associated error condition could not be duplicated during boot-up of the cpu pca or during standard test bed operation. Under controlled no-power and hardware power-fail conditions, the pil technician verified that both the visual and audible backup alarms functioned correctly for a duration of two minutes without failure. The cpu pca successfully passed all engineering test requirements, and all system voltages were confirmed to be within specified limits for proper operation. Additionally, ls1 resistance measurements were recorded at 392.9 confirming that ls1 was neither shorted nor open. Functional verification testing confirmed that ls1 (secondary speaker) operated as expected when 10 vdc was applied using a bk precision 1696 dc regulated power supply. A deliberate alarm condition was also generated by disconnecting the pprox tube from the pprox port on the standard test bed, and the corresponding alarm was successfully triggered as expected. Based on laboratory evaluation and functional testing, the reported issue could not be reproduced, and the investigation resulted in a no fault found determination.

Manufacturer narrative:
The authorized service provider (asp) evaluated the device and could not duplicate the reported problem. Since occurrence record of "check vent: backup alarm failed" (diagnostic code 1104) was confirmed in the event log, the cpu printed circuit board assembly (pcba) was replaced as recurrence preventive measures. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.